Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tracheal cuff did not keep the pressure.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were detected. The device was inflated to 25mbar with a calibrated endo test meter. The blue cuff inflated with no issues; however, the clear cuff could not be inflated. The device was then immersed in water and bubbles were observed coming from the clear cuff. The leak point was examined under 20x magnification and a cut mark was detected on the cuff. A simulation was conducted on current production samples to investigate the cut mark. It was determined that the cut mark most resembles that made by scissors. Based on the investigation performed, the complaint was not confirmed. There is 100% leak testing conducted during the manufacturing process; therefore, any leakage on the cuff would be detected prior to release. It is possible that the defect occurred due to rough handling by the user; although, this could not be confirmed.

Event description:
The customer alleges that the tracheal cuff did not keep the pressure.